Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmaliganant pain. The manufacturer's representative (rep) was concerned that her battery was depleting too quickly. Patient charged to 90% last night and was at 0% this morning. Information was reviewed with the rep. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that an energy check showed short recharge interval. Programming had high pulse width/amplitude. The manufacturer's representative (rep) met with the patient at the hcp office on (B)(6), for reprogramming and recharging teaching. Issue has been resolved.